Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had a screen error. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 18jun2019. The international fse (field service engineer) evaluated the unit and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator passed functionality testing after the repair was completed. The faulty touchscreen was returned and fi (failure investigation) was performed on 11feb2019. The returned touchscreen was installed in the fi test ventilator in an attempt to duplicate the reported problem. The ventilator powered up from ac (alternating current) and delivered breaths. The returned touchscreen was calibrated and calibration successfully passed. The pin to pin resistances of the returned touchscreen were measured and all tests successfully passed. As a final evaluation the ventilator ran on ac only (battery disconnected) for 2 hours without producing any errors. The customer's reported problem of "touchscreen failure" could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.